Manufacturer narrative:
Device left in patient.

Event description:
Primary surgery - as the cup was being impacted, the threads of the cup inserter broke away and had to be left in the patient.

Manufacturer narrative:
The reason for this complaint was to report the threads of the cup inserter breaking when the cup was being impacted and the threads having to be left in the patient. This event occurred during surgery near the patient. There was another suitable device available, the incident did cause a delay in surgery, surgery was not completed as intended, no risk to the patient was noted, however, the instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed the product was manufactured to revision level specifications. Based on the released date the instrument may have been in service for over 2 years. The complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. There have been 5 previous investigations against this lot number. Examination of the positioner, fmp acet could not be performed as the agency noted the instrument will not be returned. A previous similar complaint ((B)(4)) noted that the positioner should be securely fastened to the fmp shell and ensure that there is no gap between the impacting sleeve and the shell which are secured to each other. If a gap exists the threaded section of the acetabular inserter will be subjected to excessive stress that could cause the threaded section to break, strip, or at least fatigue over time. Care must be taken to avoid compromising their performance as recommended in the instrument instructions for use (IFU) 0400-0146 "recommendations for the care and handling for djo surgical instruments. Surgical instrument condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. The root cause for this event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. This event is associated with instrument usage, not a design or manufacturing issue.